Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she needs help getting her therapy programmed. Patient stated she thinks there is something wrong with the current settings patient stated for the last 3 months she has had problems with the therapy and it is getting worse. Patient clarified she is getting stimulation at night after she charges the stimulator battery patient stated at night her legs are jumping with stimulation on. Patient has tried to turn stimulation down but it does not seem to be working. Pt stated she has had to turn the stimulation off so she can sleep. Patient service specialist sent a message to the local field representative about patient request.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their device needed to be reprogrammed. They met with a manufacturing representative (rep) for reprogramming, and so far, that has been helpful.